Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on limited procedural information and without return of a physical device the reported failure could not be investigated or confirmed. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. Based on the limited patient information provided, the cause for patient having a vagal and tachycardic response could not be determined. There was no information provided regarding any relevant patient co morbidities or existing medications. In addition, there was no information provided regarding the mynx procedure or its use per the instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that an obese, female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2010 in which the mynx was used for femoral artery closure. The aci representative was not present for the procedure, however it was reported that during the closure with mynx, the balloon would not deflate and the physician was unable to remove the device from the patient. The patient reportedly vagaled, became tachycardic and "almost coded." The patient was given atropine which successfully treated the tachycardia. With the aci sales professional present, the patient was then taken to surgery where they cut the device between the black handle and green shuttle, an unsuccessful attempt at deflating the balloon. The vascular surgeon then did a cut down and used a syringe to successfully pop the balloon and remove it. The device was sent to pathology as a standard protocol of the hospital. It was reported that the patient is doing fine. No further information was provided.